Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The complaint device was noted to be returned to stryker via an improper shipping methods, in which, likely generated handling damage to all complaints associated with the return. Upon visual inspection of the received complaint device, damage to the catheter deflection mechanism was observed. Waves were present throughout the catheter shaft when actuating the deflection mechanism, indicating internal wiring damage. No further relevant visible damage was observed. The catheter distal tip appeared to be intact. The catheter passed the curve specification, however, failed the planarity evaluation. As the complaint device was returned via improper shipping methods, it cannot be confirmed whether or not the planarity failure identified during functional inspection is the customer's reported experience or a result of shipping and handling damage. Therefore, the results of the investigation determined that the customer's reported event is not confirmed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the reported event could be attributed to: - user error (including user technique and methods). - user error (including excessive force applied to the deflection mechanism). - shipping and handling damage (including the improper return of the reported complaint device). The instructions for use (IFU) state: ¿ do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. ¿ inspect the packaging and catheter for damage or defects prior to use. ¿ avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. ¿ avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. ¿ avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. ¿ diagnostic ep catheters are not recommended for long-term pacing. ¿ do not insert or withdraw the catheter without straightening the catheter tip. ¿ this device should not be used with magnetic resonance imaging (MRI) systems. ¿ use fluoroscopic guidance during catheter positioning. Storage and handling: ¿ prior to use, store reprocessed ep catheters in a cool, dry, dark place. Compatibility: ¿ ep catheters are connected to standard electronic recording equipment using appropriate cable connectors. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that for the catheter: poor steering. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.